Event description:
It was reported that during testing, the cs300 intra-aortic balloon pump (iabp) unit's chest repair equipment is noisy and was not used by patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) states that they did not find any automatic shutdown faults during on-site maintenance, but still performed dust removal and unplugging the motherboard chip on site. The fse confirmed that the noise is caused by the condensate removal module, which has been replaced by the customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).